Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of unknown. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer was assisted by paramedics. The customer did not provide any further information. The customer did not troubleshoot the issue. The customer did not return the product back for analysis.